Manufacturer narrative:
(B)(4).

Event description:
It was reported that a syncopal patient presented in the emergency room. The pulse generator could not be interrogated and it did not respond to a magnet. The patient's heart rate was in the 30s; the device exhibited loss of output. The patient was in stable condition post event. The device was explanted and replaced on (B)(6) 2016. The patient's condition was fine post procedure.